Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 70%. The device's battery charge limit was reset to 100% to correct the issue. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.